Event description:
It was reported to boston scientific corp on september 07, 2007, that an endoscopic retrograde cholangiopancreatography procedure using a hydra jagwire guidewire was performed on a male patient (age and weight unk). According to the complainant, the "wire became frayed in the middle... Which, exposed a sharp portion of the wire" and resulted in tearing two previously placed stents. Reportedly, the patient required a second procedure to remove the stents (stent product and MFR unk). At the conclusion of the second procedure, the patient was sent to ICU and was "recovering".

Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. A review of the device history record and roduct family complaint trend, as well as a device evaluation are in progress; results will be provided in a follow-up medwatch report.